Event description:
It was reported that a motor stall occurred and did not recover. The pump was explanted and replaced on (B)(6) 2013. The healthcare professional (hcp) confirmed the motor stall pre-operation with interrogation. The patient experienced pain. Following the replacement there were no further problems. The device system was used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003. Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly as well as corrosion, wear, and/or lubrication. A crack was found on the alarm resonator as well. The pump was noted to have had a long motor stall with a recovery in the logs. The motor stall was thought to have been caused due to significant residue on the upper shaft of gear two and in the corresponding jewel.